Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with far-field r-wave over-sensing leading to inappropriate automatic mode switches noted on their implantable cardioverter defibrillator. The appropriate programming changes were made. Patient was stable after the event.